Manufacturer narrative:
Analysis of the pump identified that there was corrosion, wear, and lubrication on the gear train of the pump motor. Analysis also found that the gear train of the pump motor stalled due to shaft-bearing. The analysis findings included upper shaft was worn, upper shaft lubricant meniscus missing, significant residue on upper shaft, slight residue in pinion on gear 1 and gear 2, residue seen on top plate/bridge, moisture in motor can, slight pump tube wear, coloration of pump tube, residue on pumphead pins and in one or more roller arms, slight residue on top surface of pumphead, on gear 3 there was slight moisture seen and corrosion on surface with slight residue on bottom surface and in gear teeth, two small stains were on the pumphead compartment, and slight moisture on bottom inner cover. Conclusion code is (B)(4), and an update will be submitted when the investigation is complete.

Event description:
The pump was returned to the manufacturer with no allegation against the device. There were no symptoms reported. No information was provided. If there are any additional details received, the event will be updated.

Manufacturer narrative:
The device was delivering saline 10 mg/ml at minimum rate mode.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative via study. The pump was explanted and returned secondary to normal battery depletion. The elective replacement indicator (eri) was at 6 months as of (B)(6) 2016 and was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.